Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units electrical socket cable does not remain blacked, the cable reel as a problem and does not stay in position. There was no patient involvement.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units electrical socket cable does not remain blacked, the cable reel as a problem and does not stay in position. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. No defects were observed on the cable reel. Instructions were given to the customer for correct use of the reel. Operational tests were carried out successfully. The iabp was returned to the customer and cleared for clinical use.